Manufacturer narrative:
The reported event of incomplete capture threshold tests was confirmed. Based on the information provided, it was determined that when the bi-ventricular autocapture threshold search was performed, it received multiple undetermined values which terminated the test. Once the search terminates, the threshold then reverts to the threshold value prior to the search. Since the search terminates, no trends are available. The device is performing per design.

Event description:
It was reported that a diagnostic anomaly resulting in incomplete capture threshold tests was observed on the device. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.